Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.120 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es result was not reported to the clinician as the customer runs duplicate trop I es tests prior to reporting results (repeat patient result <0.012 ng/ml). There was no report of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eci analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There was no evidence that the vitros eci analyzer or vitros trop I es reagent had malfunctioned.